Event description:
It was reported that the patient underwent posterior spinal fixation (l1 - sacrum). The break-off setscrew at s1 backed out and the rod dislodged. The product was explanted.

Manufacturer narrative:
The product was not returned for evaluation. CT scan showed the rod and set screw dislodged on the right at s1.